Event description:
It was reported, "on (B)(6) 2010, during mis tka surgery, it was found that a headless pin (cat# 7650-1038) could not go through the "0mm" hole on the way and was stuck, and the tip fractured. The fractured piece stuck in the hole but the surgeon managed to remove it by suctioning and impacting it. The procedure was continued using other pin and the same headless pin driver (cat# 6541-4-809) and the distal resection guide (cat# 6541-5-722) were used without problem. On feb 2, 2010, after cleaning and the sterilization of the instruments, the sales rep found that the one side of the two "0mm" holes appeared to be narrow in diameter since the headless pins were tight there. Also, he found that two out of six pins appeared to be larger in diameter than the other 4 pins. Thus, the 4 pins could be inserted into "0mm" as well as "2mm" hole of the resection guide, however, the larger two pins could not be inserted to the "0mm" hole. The surgeon would like to investigate the diameter of the two pins which appeared to be larger than others as well as the resection guide's "0mm" hole diameter. Also, he requested to evaluate if the pins were slightly bent or any surfacing process was applied. The two pins and the resection guide will be available for evaluation and shipped to the plant as soon as received from the sales rep."

Manufacturer narrative:
This is the same pt/event as MFR # 2249697-2010-00225. A supplemental report will be submitted upon completion of the investigation.